Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) continued to exhibit high out-of-range shock impedance measurements. The physician opted to monitor the patient with chest x-ray every six years. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that a red alert was detected for high out of range shock impedance measurements. Subsequently, additional information was received that this patient was recently followed-up. A commanded shock was performed to test lead integrity. A 23 joule shock was delivered, and the shock impedance registered as 74 ohms. Latitude system was also checked, and displayed impedance measurements of slightly greater than 100 ohms. The physician did not feel any further interrogation was needed due to impedance measurements being within normal range. There were no adverse patient effects reported. It was confirmed the associated rv lead was a competitor product.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.